Event description:
In 2003, the pt was seen for initial stimulation. At that time, the audiologist reportedly observed that some electrodes were out of range. Programming adjustments were made. A co representative recommended an x-ray be scheduled to confirm electrode array placement. One month later the pt was seen by a co rep. Several electrode impedance values were reportedly out of range. The surgeon reviewed a recent x-ray with the post-operative x-ray and was reportedly unable to determine whether full electrode array insertion was achieved during initial implant surgery. One month later it was decided that exploratory surgery was to be scheduled. Three days later, during exploratory surgery the surgeon attempted to re-insert the electrode array. After an unsuccessful attempt, the surgeon decided to explant the device. The pt was reimplanted with another advanced bionics cochlear implant.